Event description:
A company representative reported that a patient underwent revision surgery approximately 2 months post-operatively to remove two avs anchor c cervical cages due to subsidence.  This report is for the first of two avs anchor c cervical cages.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. H3 other text : device was discarded by customer.

Manufacturer narrative:
Corrected data: b1, b2, d3, g1, h1.

Event description:
A company representative reported that a patient underwent revision surgery approximately 2 months post-operatively to remove two avs anchor c cervical cages due to subsidence.  This report is for the first of two avs anchor c cervical cages.

Event description:
A company representative reported that a patient underwent revision surgery approximately 2 months post-operatively to remove two avs anchor c cervical cages due to subsidence.  This report is for the first of two avs anchor c cervical cages.